Event description:
The physician reported that when trying to cut a thick split skin graft (4/1000 inch), the dermatome took a graft that was so thin that it was unusable. The graft was intended for head and neck use and second graft had to be taken. The dermatome takes a thickness not correlated to the thickness on the dial. It cuts thick and thin. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported info.